Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had cracks or scratches. Customer¿s blood glucose level was unknown. Customer stated that the hard to see sometimes and to turn on light to see. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected missing segment/partial display anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked lcd window. (B)(4).